Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion. (B)(4). 510(k) k032426.

Event description:
The patient allegedly received device implant via right common femoral vein on (B)(6) 2008 due to pulmonary embolus. The patient alleges vena cava perforation and perforation of duodenum, aorta and vertebral after implant of device.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "pt suffers from vena cava perforation, the inability to retrieve the device, and other: straightening of hook during removal attempt" cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Manufacturer narrative:
Describe event or problem) please see updated corrected information. Patient and device code: no information regarding the event has been provided. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged the "patient received a gunther tulip filter on (B)(6) 2008 at (B)(6)." It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
The event is currently under investigation. Blank fields on this form indicate the information is unknown or unavailable. The event is currently under investigation.

Event description:
It is alleged the "patient received a gunther tulip filter on (B)(6) 2008 at (B)(6) hospital medical center in (B)(6)." It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.